Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported last week, the patient had a couple bladder accidents. The patient said prior to last week, she could go several days without a pad. The patient said she checked her device and the amplitude should be at 7 something and the amplitude was at 1 something. Patient services reviewed handset use. The patient had been turning stim off when she was finished using the handset. Patient services also reviewed the patient programmer use. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a patient via a manufacture representative. It was reported that the patient said over the last week they have had several issues with the device turning itself off and adjusting stimulation. The patient said that it was now affecting their bowels and when they sit it made their bowels vibrate. The patient stated that they had also started having accidents. The patient said that stimulation was uncomfortable. No further complications were reported.

Event description:
Additional information was received. The patient reported that the circumstances that led to the device turning itself off was them misunderstanding the directions and they turned the slide switch to off after checking their level. They called the manufacturer to resolve the issue. It was clarified that the device had not turned itself off, the patient had done so in error and the issue was resolved at the time of the report. They also reported they were unsure of the circumstances that caused the bowels to vibrate when sitting, however they clarified their bowels did not vibrate, they felt sort of a flutter feeling in their left butt muscle and the area to the left of their tailbone. They noted that this issue was not resolved, they still felt something in their left butt muscle tissue in the lower area at times, mostly when they were on the toilet. The patient also noted that they thought this could be pressure on that area when they sat in certain positions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.